Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the connector was not replaced; the outer layer of the connector appeared to be sheared but since the hcp was able to aspirate with great flow, he didn¿t feel it was necessary to replace connector.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (400 mcg/ml at 120 mcg/day) via an implantable infusion pump. The indication for use was spinal pain and other chronic intractable pain of the trunk and limbs. It was reported that during replacement of the patient's pump due to elective replacement indicator the hcp noticed that the pump connector was sheared. It was noted that when the connector was touch it fell off. The rest of the catheter was patent; the connector was replaced and the hcp was able to successfully aspirate. No further complications have been reported as a result of this event.